Manufacturer narrative:
Implant date: 2009. Explant date: (B)(6) 2016.

Event description:
A report was received per social media that the patient was experiencing a shocking sensation which put her in orbit. It was also reported that the patient's device was defective from the start and caused a lot of serious problems. Reprogramming was done a countless times but was unsuccessful. The patient underwent an explant procedure.